Event description:
Customer reportedly noted patient's blood turned dark when the vaporizer was turned on. Customer reportedly noted vaporizer was not properly seated on the vaporizer manifold. Once the vaporizer was properly seated, gas flow was reportedly re-established. There was no reported patient injury.

Manufacturer narrative:
Narrative: customer reported the user did not properly seat the vaporizer on the vaporizer bracket, thus creating a leak condition. A preoperative check of the equipment, as contained in the cardiopulmonary anesthesia vaporizer bracket operation and maintenance manual is designed to pickup such a condition. The manual also contains instructions for properly mounting the vaporizer. Attached to this report are pages from the operation and maintenance manual for the cardiopulmonary anesthesia vaporizer bracket, which contain the preoperative check and instructions for properly mounting the vaporizer.